Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID wr9220 lot#/serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient said they went to charge their implanted neurostimulator yesterday and the recharger would not turn off. Patient said the battery lights were flashing 1, 2,3. Patient put the recharger on the dock all night and the lights continued to flash. Patient tried to turn the recharger off and on but the lights would not stop flashing. During the call the patient pressed and held down the power button and the flashing stopped but as soon as they let go of the button the lights started flashing again. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.